Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(6) 2012 because, the meter allegedly displays error 5 - meter issue message. The issue was not resolved with troubleshooting.